Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date of index surgical procedure. The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates if reoperation: please provide the date. What were the findings on reoperation? Was the exposed mesh was excised? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications . Product code and lot #. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent a sling procedure and conization due to micro invasive carcinoma in 2006 and the mesh was implanted. On (B)(6) 2018 the patient was seen in the hospital due to continued incontinence and discomfort from the vagina during intercourse. There is a mesh erosion to the vagina. It was reported that consequence is a medical or surgical treatment. Additional information has been requested.